Event description:
Hight csf protein case: the valve didn't work and have been extrated.

Manufacturer narrative:
The returned (B)(4) has been analyzed. According to the results, obstruction has not been confirmed. The medium pressure value is slightly elevated, but it is not the cause of the problem. The incident could be explained by an obstruction of other components of the shunt were not returned to our laboratory. Shunt obstruction is a known short and long term complication described in the instructions for use.